Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The balloon was found to inflate but would not maintain inflation due to leakage from a slit 0.015" long at the distal edge of the thermal filament (middle form) area. The slit enters the inflation lumen. A CAPA is in process for slit in catheter body related to balloon inflation.

Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications reported.